Manufacturer narrative:
Review of the system management (smbus data) could not be performed as no communications could be successfully established with the battery. Investigation testing determined that the battery was not able to either accept or hold a charge due to being permanently disabled by its internal safety monitor. If installed in a driver and not connected to external power, the driver will alarm as it does not recognize that a battery was inserted, thus confirming the customer-reported issue. Because no smbus communications could be established, analysis of the permanent fault could not be performed and the root cause could not be conclusively determined. Syncardia has a corrective and preventive action (CAPA) to address the inability of the user to detect when a freedom onboard battery is disabled. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the fuel gauge leds on the patient's freedom onboard battery indicated a full charge while in the battery charger, but the patient's freedom driver exhibited a red alarm when the battery was inserted into the driver and the battery charge button showed the battery was dead. There was no reported adverse patient impact.